Event description:
Spontaneous inbound call from pt who states her pump stopped working and syringe stuck in the pump and unable to remove without damaging the pump. Pt will try to remove pump, even if damaging the pump, to be able to manually infuse. Rph advised pt on how to manually infuse. Pt did not state she experienced any adverse effects. We will return old pump (sn (B)(4)) and ship out a replacement. No other info known. Dose or amount: 15gm, frequency: qw, route: sq. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: d80.3.